Event description:
It was reported to philips that the machine not booting due to defective x-ray pc on a azurion 7 m20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the defective x-ray pc monoplane. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).